Event description:
Note: date of the event and procedure are unk. It was reported to boston scientific corporation on may 02, 2008, that a one step button enteral feeding device was used during an initial placement procedure. According to the complainant, "after the device was placed in body, [a] backflow [issue] was found at the device [although] decompression was performed". Reportedly, the physician removed the device and successfully completed the procedure with another one step button device. No patient complications were reported as a result of the event.

Manufacturer narrative:
A visual examination of the returned device revealed that there were no defects found with the device. A functional evaluation also showed that the cap could be inserted and retracted from the button body without issue. The inner diameter of the proximal end of the button body was measured to be within manufacturing specification. Using a 35 ml syringe, confirmed that vacuum could be pulled on the button valve, indicating functionality of the device. The returned device appeared to function as intended, no obvious defects could be identified. The customer complaint could not be confirmed. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot. The april 2008 15-month one step button enteral feeding product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.